Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced unexplained high blood glucose. During troubleshoot; it was stated the drive support cap is recessed. Customer stated that there is some type of white substance where the tubing connects to the reservoir. No insulin leak was found. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The cannula on the infusion set was not bent or occluded. Blood glucose value was 267 mg/dl; treated with manual injections. Nothing further reported.